Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 44 mg/dl at the tine of call. Customer declined the troubleshooting for low blood glucose level. Customer stated that insulin pump quite working. Customer was assisted with insulin pump programming. Customer stated that transmitter charger was not working properly. The device will not be returned for analysis.